Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during initial use of the tubing, the clamps under the burettes were stiff. Problem shooting found that the device was not empty of air, but it was not. During the transfusion, the contents of bag 1 were redirected to bag 2 causing a delay in the transfusion protocol. There was no patient harm reported in relation to this event.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H6: evaluation codes updated. Device evaluation: four photos were provided by the customer. According to the photos, it was not possible to confirm the customer reported failure mode. In photo number 3, it was observed that there was a disconnection however, this failure was not mentioned in the event description. According to photo 3, the confirmed failure mode is disconnection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.